Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit not being functional was not confirmed. The heartmate mobile power unit (serial #: (B)(4)) was not returned for analysis and no log files were submitted for review. Per provided information the patient was given a new mobile power unit. Additional information communicated on 30mar2022 indicated that the mobile power unit (serial #: (B)(4)) would not be returning. The root cause of the reported event was unable to be determined in this analysis. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(4)) was manufactured in accordance with manufacturing and qa specifications prior to being ordered on (B)(6) 2016. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the mobile power unit (mpu) was not functional. Self test did not occur upon connection to wall power and no sounds or lights were noted coming from the unit. The mpu had new batteries in it during the event. The mpu was exchanged. The patient did not experience any consequences and was stable during the event.

Manufacturer narrative:
Incidental findings: damaged threads on the black connector of the patient cable, frayed red battery strap, and the rubber encasing on the plastic lemo connectors was observed to be loose. Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) not turning on was confirmed via evaluation of the returned mobile power unit (mpu) (B)(6). The returned unit was evaluated at service depot revealing that the unit would not turn on after being connected to power. The issue was determined to be caused by the power supply printed circuit board (pcb) not functioning as intended. The power supply pcb was replaced and the mpu underwent functional testing without any issues. The repaired mpu was returned to the customer and the replaced power supply pcb was forwarded to product performance engineering (ppe) for further analysis. The forwarded board underwent circuit analysis, and it was found that the transformer (t1) was internally damaged. The voltage on the input side of the transformer were measured to be within specifications; however, the voltages on the output side of the transformer was observed to be shorted. The issue was narrowed down to damage on transformer t1; however, the transformer could not be replaced due to the complexity of the soldering between the pcb and the component. No further testing was performed. The root cause of the reported event was determined to be a damaged component on the power supply pcb; however, the cause of the component becoming damaged could not be determined from this analysis. The device history records were reviewed and the records revealed that (B)(6) was manufactured in accordance with manufacturing and quality assurance (qa) specifications. The mobile power unit was shipped to the customer on 23dec2016. Heartmate 3 instructions for use (IFU) (rev. C) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. D) section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the mpu and the patient cable. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.